Event description:
It was reported that the nurse attempted to prime the tubing set and noted a leak below the drip chamber. It was further mentioned that there have been multiple tubing sets that leaked. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report of a leak below the drip chamber was confirmed due to a separation at the engagement between the tubing and the drip chamber¿s outlet port. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection under a lab microscope observed that the tubing had insufficient solvent applied at engagement during manufacturing process. Functional testing could not be performed on the set due to a leak that would occur from the separation. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing could not be performed on the set due to a leak that would occur from the separation. A device history record for model ms3500-15 with lot number 20013074 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 08jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
Concomitant medical products: 500ml hospira bag, lot 04-707-fw, exp 1apr2021, 0.9% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics was not provided.

Event description:
It was reported that the nurse attempted to prime the tubing set and noted a leak below the drip chamber. It was further mentioned that there have been multiple tubing sets that leaked. Although requested, additional information was not provided.